Event description:
The complaint involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was reported that blood drops formed a line in front of the bathroom door was observed, and the patient had snapped the intravenous (IV) extension tubing between the catheter and the needleless connector. Blood was dripping out of broken catheter. The continuous fluids were running at the same rate onto the floor. Based on the lack of a puddle, the patient had not been disconnected for long. The fluid was lactated ringer at a rate of 100ml/hr. The tubing was replaced, and the therapy was resumed. There was no patient harm/ adverse event was reported.

Manufacturer narrative:
The reported complaint of broken tubing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review. Additional contacts: (B)(6), (B)(6).